Manufacturer narrative:
Additional information was received on 12/1/2020. They performed emergency pacing during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:pc-(B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30419846m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient (female, (B)(6) kg) underwent cardiac ablation procedure for supreventricular tachycardia (svt) with thermocool® smart touch® sf bi-directional navigation catheter and suffered sinus block requiring surgical intervention (temporary pacing). Sinus rhythm map was created before starting the isolation. Ablation was started from just above the sinus node on the superior vena cava (svc) side, which is 11mm away from the earliest signal (probably sinus node). At this time sinus arrest occurred for 3 seconds during the second ablation, and sinus arrest for 6 seconds during the third ablation. From the 4th ablation, the ablation line was moved further to the svc side and ablation was continued. The patient was initially fitted with a temporary pacemaker however it was removed because the sinus had recovered. The patient was discharged without being implanted with a pacemaker. They are scheduled for pacemaker implantation at later date. The physician¿s commented that a place away from the sinus node was ablated, but it became a sinus block. There is a causal relationship because sinus block occurred due to ablation. There was no information about the need for extended hospitalization. The physician¿s opinion is that the cause of this event was procedure. The patient had fully recovered. No extended hospitalization required. (B)(4).